Manufacturer narrative:
Per the clinic, the patient was explanted on (B)(6) 2015 and re-implanted with a new device during the same surgery. This report filed (B)(4) 2015.

Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the device fully extruded through the patient's skin (date not reported). It is unknown if re-implantation is planned as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
This report filed february 2016.